Event description:
Physio control is investigating the possibility that the flash gravity steam sterilization process, recommended in the product literature may cause the defibrillator discharge switch rubber cover to crack during sterilization and expose the switch mechanism to chemicals or steam used to sterilize the device. This exposure may result in a failure of the discharge switch. There have been no documented adverse events associated with this issue.

Manufacturer narrative:
Customers who have purchased identified product were notified by certified letter explaining the issue. This action was initiated on 01/29/2008. A second notification will be sent by certified mail that will include updated sterilization guidelines.